Manufacturer narrative:
Date of birth: unknown. Phone number: (B)(6). If explanted, give date: not applicable, as the lens remains implanted. Device evaluation: the product testing could not be performed as the product was not returned (the lens remains implanted). The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the product was reviewed; no non-conformance reports/ discrepancies/ deviations were found. The product was manufactured and released according to specification. A search in complaints history revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the implant of a monofocal intraocular lens (iol), model aab00, 21.5 diopter into the patient's left eye, one of the haptics detached at the time of ejecting the lens. The patient had blurry vision. The doctor indicated that in the post operation visit, everything was fine, that the lens is well positioned and no surgical intervention is needed. It was noted that the lens is not available for investigation as it remains implanted. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4), and CAPA-010215.